Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, and no defects were found. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The resistance of the speaker was measured, and the resistance was within specification. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The reported intermittent audio output could not be confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on 01/25/2018, that on (B)(6) 2017, the patient experienced no audio output on the dexcom receiver and low glucose values. The patient stated they were at the mechanic shop while they became unconscious and unresponsive from having low glucose levels. The patient indicated that no one could hear the alert when it went off. The mechanic called 911 and the patient was transported to the emergency room (ER). On the way to the ER, the patient was treated with glucagon. By the time the patient arrived at the ER, the patient came to and was released shortly after. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined.